Event description:
Allegedly, patient was revised due to mom complications: fractured modular femoral neck; extensive metallosis with pseudotumor formation above the posterior and trochanteric areas of the joint with extensive and necrotic tissues about the hip; well-fixed components; heterotrophic bone in the superior lateral capsule:-right.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01146, -01147, -01148.